Manufacturer narrative:
(B)(4). No sample was returned for investigation, and the complaint could not be confirmed. Review of the relevant device history records found no potentially pertinent entries that could have contributed to the reported issue, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation, and the lot number is not specified. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported via medwatch form (B)(4), that during a sigmoid colectomy a burn occurred near the incision site of the ligasure device. The generator energy level was set at two bars, and the burn was reported as not serious. The patient did not need to see a wound care specialist and the degree was not identified.